Event description:
Although the device is not indicated for use in bypass grafts, a 3.5mm diameter by 9mm length s670 rapid exchange stent delivery system was inserted into the left internal mammary artery bypass graft. It was not possible for the stent to track to the target lesion due to an acute 90 angle in the artery, therefore, the stent delivery system was pulled back. Upon removal of the stent delivery system, the stent was pulled into the guide catheter causing it to dislodge from the stent delivery balloon. The stent dislodged within the femoral artery. There were no further attempts to treat the target lesion. The pt was subsequently sent to surgery for removal of the undeployed stent. There was no report of add'l clinical sequelae reported related to the event.